Event description:
The customer contact reported an e321 (battery charger timeout) error code was noted. The device was returned to the biomedical engineering department with a report of, malfunction. No tracking info was provided; therefore, specific pt info device programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.